Event description:
It was reported that during use the needle tip was discovered to be defective with a bd needle (B)(4) ga (B)(4) in blunt fill sla. The following information was provided by the initial reporter, translated from portuguese to english: needle tip is irregular.

Manufacturer narrative:
H.6. Investigation: batch history analysis (DHR), maintenance records and quality notifications were verified and a maintenance record was found on the needle wrapping machine related to the damaged protective defect claimed by the customer for this batch. We received the sample sent for evaluation, so it was possible to conduct an investigation, confirm a claim for the broken protective defect and determine the root cause. The incident occurred due to a protector entanglement in the assembly line becoming misaligned causing the incident. H3 other text : see h.10

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use the needle tip was discovered to be defective with a bd needle 18ga 1in blunt fill sla. The following information was provided by the initial reporter, translated from portuguese to english: needle tip is irregular.